Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to confirm additional information; however no response was received.